Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age & gender unknown) the device displayed "poor pad contact" and "poor lead contact" messages and that the ECG signal was noisy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.